Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery due to unspecified reasons. During the procedure a new ipp system was implanted. No information was provided about the patient's outcome. It was further reported that the patient wanted another implanted leading to the procedure. The patient was experiencing erectile dysfunction as the previous system was removed on (B)(6) 2019. The patient did not experience issues during the implantation or after and the new device was functioning as designed.